Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed and according with the visual inspection of the pictures the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2021, the patient underwent a right knee revision to address effusion, instability, synovitis, fibrous tissue, tibial bone loss, tibial cyst, osteolysis, poly wear involving the tibial insert and patella component, and tibial tray loosening at an unknown interface. All components were revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for failed tka due to polywear, osteolysis, tibial loosening event is serious and is considered moderate. Event is related to device and not related to procedure. On (B)(6) 2002, the patient underwent a primary right knee arthroplasty to address osteoarthritis. Depuy products were implanted with unknown manufacturer cement. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a right knee revision to address effusion, instability, synovitis, fibrous tissue, tibial bone loss, tibial cyst, osteolysis, poly wear involving the tibial insert and patella component, and tibial tray loosening at an unknown interface. All components were revised. There were no indicated intra-operative complications. Date of implant: (B)(6) 2002. Date of event: (B)(6) 2021. Date of revision: (B)(6) 2021. (Right knee).